Event description:
User stated the system booted to a motion error and the rui control joystick does not work. No p injury was reported.

Manufacturer narrative:
The svc rep verified symptom. Found alarm reset button on rui cosole stuck in. Operator error. Reset alarm button and rebooted system. Verified proper boot and operation of system.